Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with failure code 810:11 in the pump's event history. The baxter service technician confirmed that this condition was caused by an air sensor failure. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:11 was discovered and confirmed in the pump's event history by a baxter service technician. This condition was caused by an air sensor failure. The air in line printed circuit board was replaced to correct this condition.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Issues concerning air in line printed circuit board failures are currently being investigated under mdq-CAPA-(B)(4).